Event description:
It was reported that a patient with this neurostimulator requested to have their device removed, and that their symptoms are worse now than before having the implant. Reprogramming was done, but the patient stated no efficiency at night. Also at night , the patient stated the device area was bothersome and painful in the lower back. The patient had a urinary tract infection in the past, but not currently. Undesired sensations were also noted. Reprogramming was done again, and the patient will follow up with their provider. There were no additional patient complications. The new program settings are working well for the patient. The patient does not want the device removed at this time. The patient wants to assess their progress and see how new settings work for them and will follow up with the representative as needed.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplemental record being submitted to add to (b5) summary.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator requested to have their device removed, and that their symptoms are worse now than before having the implant. Reprogramming was done, but the patient stated no efficacy at night. Also at night, the patient stated the device area was bothersome and painful in the lower back. The patient had a urinary tract infection in the past, but not currently. Undesired sensations were also noted. Reprogramming was done again, and the patient will follow up with their provider. There were no additional patient complications.

Event description:
It was reported that a patient with this neurostimulator requested to have their device removed, and that their symptoms are worse now than before having the implant. Reprogramming was done, but the patient stated no efficiacy at night. Also at night , the patient stated the device area was bothersome and painful in the lower back. The patient had a urinary tract infection in the past, but not currently. Undesired sensations were also noted. Reprogramming was done again, and the patient will follow up with their provider. There were no additional patient complications. The new program settings are working well for the patient. The patient does not want the device removed at this time. The patient wants to assess their progress and see how new settings work for them and will follow up with the representative as needed.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "incontinence, urinary", "infection, urinary tract", "pain" and "undesired sensations, non-target stimulation area" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.